Event description:
It was reported that the user experienced prolonged hyperglycemia, used a meal announcement as a correction which was reported to interfere with algorithm function, received multiple occlusion alerts, performed a supply change with confirmed drops during fill tubing, and subsequently experienced hypoglycemia after glucose values trended down. Symptoms included lightheadedness during the hypoglycemic episode. Outcomes included self-treatment with oral glucose and stabilization of blood glucose without medical intervention. Investigation included troubleshooting over the phone, guidance on fill tubing, review of infusion set and site, and education on appropriate meal announcement use. Investigation of this case revealed reported occlusion alerts with no visible kinks or bends and user input error related to meal announcement selection that contributed to dysglycemia. It was concluded that user technique and input contributed to the event, with no evidence of device malfunction beyond transient occlusion alerts and proper infusion observed during troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.